Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and the implantable pulse generator (ipg) was pacing poorly. Upon investigation, it was noted that ipg battery had reached elective replacement indicator (eri) and had depleted prematurely. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had high undefined impedances and high thresholds. It was also noted that there was a full ipg electric reset.